Manufacturer narrative:
(B)(4) - follow up MDR for device evaluation. It was reported the needles that are not patent. To aid in the investigation, two samples and one empty packaging blister from lot 2188470 were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. The two samples did not expel the solution; the needles are clogged. Previous investigations have determined that process variations during the needle lubricant application can induce clogged needles. A device history record review was completed for provided material number 306616, lots 2188470 and 2172849. The reviews revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lots 2188470 and 2172849 were inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of these batches. During the history review, one lot was identified as having suffered from clogged needles due to silicone. Several quality initiatives have been implemented in the manufacturing process to ensure the needle lubrication is applied appropriately. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.

Event description:
No additional information.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was clogged. The following information was provided by the initial reporter: not patent, unable to push the air out of the syringe in around 10% of them. We have had a large # of these needles that are not patent, can¿t even push the air out of the syringe in around 10% of them.